Event description:
It was reported that the epidural catheter was inserted without difficulty for routine obstetric use. Upon removal of the catheter, slight resistance was encountered, and the patient was repositioned. The catheter appeared to be withdrawing in a normal manner, however, the catheter then separated with the distal portion left indwelling. Since the patient was asymptomatic, it was decided that no attempt to remove the piece of catheter would be made. There were no additional patient complications.